Event description:
According to the facility, a pt that got up from the recliner, straddled the foot rest to get out, lost his balance and fell forward injuring his face. No further event or injury details have been provided.

Manufacturer narrative:
Investigation is underway. A f/u report will be submitted should add'l info become available.